Manufacturer narrative:
B3 (event date): replace (B)(6), 2021 with unknown. B5: during follow up, it was clarified that an amia automated pd system presented a high priority alarm 20198 three (3) times. H10: the device was received for evaluation. External visual inspection identified the device to be in good condition. Pneumatic integrity test was checked with no issues noted. Internal visual inspection noted the connections were correct and secure and there was no evidence of moisture or pest infestation and no internal part damage. Service interface pneumatics test was performed to lock and unlock the door with no issues noted. A short simulated therapy was also performed with no issues noted. The event history log review showed high priority alarm 20198. The service history review identified the device experienced frequent, repetitive, related failures. The device was swapped and/or failed sample analysis testing within the past twelve (12) months for similar issue. The reported condition was verified in the device logs, however not verified during analysis. The cause of the condition could not be determined; however, the door latch, catch assembly and peripheral board assembly were replaced as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority 20198 alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the "door is open". Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was patient involvement and no patient injury or medical intervention noted at the time of the initial report.